Event description:
It was reported that a micro oscillating saw ceased to operate during a mandible procedure. A back-up device was attempted to be used when the same issue occurred. The procedure was required to be cancelled with one side completed.

Manufacturer narrative:
The user facility is replacing the handpieces noted in the event due to their age. They have purchased replacements and may send the old handpieces in, but may not. A follow-up report will be filed if the devices are received and after a quality investigation has been completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.